Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. On the same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with unspecified medication (doses, routes and frequencies were not reported). Four days after event onset, the patient's pd catheter was removed and the patient was switched to hemodialysis three times a week. Nine days later, the patient was recovered and was discharged two days after recovery. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.